Event description:
In 2005, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date the patient presented to the emergency room and a type I endoleak was discovered. In 2009, the patient was implanted with an aortic extender component to address the endoleak. The endoleak resolved and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices involved: pxc161400 and pxa280300. Attempts to acquire information required for this form were made by gore. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable.